Manufacturer narrative:
Section h the monitor/defibrillator and adapter was evaluated and proper operation was confirmed through full functional and performance testing. The device was returned to the customer for use. A visual inspection was performed on the defibrillation electrodes, however the customer did not release the electrodes to the MFR for electrical testing.